Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that the balloon was rupture as was retrieved at sheath. Therefore, it was changed the new same one and the operation was succeeded. There were no reported clinical consequences to the patient.

Manufacturer narrative:
Expiration date: added. Manufacturing date: added. The device history record (DHR) review could not be performed because the lot number was not reported and/or could be obtained. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. Information provided in the complaint stated that there were no anomalies noted to the flowgate during the initial inspection and preparation, the device was prepared per the dfu, continuous flush was maintained throughout the procedure and the tortuosity of the patient was considered to be normal. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause and because the product was not returned for analysis, the exact cause for the reported event cannot be determined.

Event description:
It was reported that the balloon was rupture as was retrieved at sheath. Therefore, it was changed the new same one and the operation was succeeded. There were no reported clinical consequences to the patient.